Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic colostomy takedown. According to the reporter: after completing the purse string, the surgeon inserted the anvil into the purse string opening, cinched up the purse string, and tied off the purse string within the purse string notch. The surgeon then inserted the anvil back into the abdominal cavity to continue with the case laparoscopically. The assistant went below to fire the eea. The surgeon directed the assistant while he inserted the eea into place. The assistant closed the eea and fired as directed. Once the anastomotic rings were checked, the proximal donut looked like it had a gap at the purse string knot. They blew air into the anus to check for staple line security. They notice a bubble emerging from the anterior portion of the staple line. The surgeon closed the hole with suture and completed the case. No reinforcement material was sued. There was no unanticipated tissue loss, or blood loss greater than 500ml. The incision was extended by more than 1 inch. O.r. Time was delayed by more than 30 minutes.